Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, biopsy channel port was scraped may have been generated by attachment or detachment of biopsy port and or passing cleaning brush through the channel at reprocessing of the device. No specific cause could be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope had leaked from the connecting tube. The issue was observed during reprocessing; therefore, no patient or user harm was associated with this event. The device was returned to olympus for a device evaluation and found the forceps channel port was shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the connecting tube the water tightness was lost, the distal end had a scratch, the connecting tube had a scratch, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.